Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated the results were within range. A siemens headquarter support center (hsc) reviewed the instrument data. Qc was within range, without evidence of outliers and does not suggest an instrument problem. A quick check data showed no quick check failures. The process error log showed no process errors during the event. However, there were 35 clog detect errors over a 14 day period, which is an indicator of poor sample quality. Hsc concluded that the cause of the event is sample specific due to poor sample quality and the presence of gel, fibrin, microclots, and/or cellular debris that impacted the proper sample aspiration for the assays for the original run of the sample in question. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, aspartate aminotransferase(ast), alanine aminotransferase(alti), amylase (amy), and folate (fol) results were obtained on one patient sample on dimension vista 1500 instrument. The initial discordant results were not reported to the physician(s). The sample was repeated on the same instrument and corrected results were obtained. The corrected results were reported to the physician(s). The customer reran the original patient sample and an additional patient sample for confirmation. The results matched the repeat results that were reported. There are no reports of patient intervention or adverse health consequences due to the discordant results.